Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during drain 1 of 5. The hp stated she set up with new supplies and requested bypass to cycle 2. The technical service representative (tsr) explained that the machine would add a cycle if fill 1 was bypassed. The hp ended the call and refused to answer questions. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during drain 1/5 was not confirmed. The root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.